Manufacturer narrative:
Unit was successfully downloaded using thus software. Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test. However, insulin flow block alarm noted during force sensor test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that moisture damage was noted on force sensor flex connector including moisture damage on j2/pcba1 causing an intermittent electrical short. Unable to perform prime/seating test, basic occlusion test and occlusion test due to constant insulin flow block alarm. During download history review multiple no delivery alarms were recorded on 06/23/2024 at 16:56:57.000-hour, one-time occurrence on 06/24/2024 at 07:40:24.000, multiple on 07/07/2024 at 19:29:32.000-hour, one time occurrence and on 07/10/2024 at 18:23:07.000. Unit received with cracked keypad overlay and scratched case. In conclusion, unit was received with constant insulin flow block alarm due to moisture damage on force sensor flex connector including moisture damage on j2/pcba1 causing an intermittent electrical short. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).